Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump and was assisted in turning it back on and successfully loading the cartridge to resume insulin delivery. Advice was given on using room temperature insulin, removing air during the pump fill stage, and cleaning around the pneumatic tap. The customer understood the instructions and was advised to call back if the issue persisted.